Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was hot to the touch after inserting new battery. The patient reported that the temperature was normal with the previous battery. The patient confirmed that the battery cap was secure and there was no evidence of corrosion in the battery compartment. This report is made based on the allegation that the pump overheated.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that reboots were observed in the black box. The battery compartment and cap were found to be intact. The pump powered on normally and was exercised for 24 hours, no overheating or power issues were duplicated. The pump electrical current draws were tested and found to be within specifications. No moisture ingress was found in the pump and the power flex, battery connections and internal components were tested for intermitting conditions, no defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.